Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that titanium tip was broken during procedure of laparoscopic assisted vaginal hysterectomy, double salpingectomy and repair of anterior and posterior wall of vagina and suspension of sacrococcygeal ligament at the broken end of vagina. The broken piece was found by c-arm fluoroscopy and retrieved by forceps and was discarded. Changed another one to complete the surgery. No additional information can be provided.